Event description:
It was reported by the rep that the(1) 355ld from a fdc30 kit was used during a laparoscopic cholecystectomy procedure. It was reported that the trocar in question began to leak co2. It was removed and placed in the old port. There was no pt consequence.